Event description:
The customer reported that the system intermittently displayed a communication failure error message. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, power supply cable, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.